Event description:
It was reported that an alarm occurred due to something pressing the wake button on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, with no adverse impact reported. Customer was educated about the button alarm, but since resetting the pump was unsuccessful, a replacement pump was sent. Customer was advised on steps to take with the new pump and instructed to return the faulty pump to tandem.